Event description:
It was reported: revised 55mm inter-op shell; original surg date 2000. Revised to osteonics 58mm cup w/captured bipolar due to concern over soft tissue integrity after this revision procedure. Cup came free w/finger removal.